Event description:
It has been reported to philips that the host pc failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Onsite and confirmed that the system failed to start up intermittently. During troubleshooting, the fse found that the host pc had to be started up manually and nothing was shown on the monitor. The fse also found that the light of disk was not on. The fse replaced the motherboard electronics and directly connected the hard disk to the motherboard. After replacement of the motherboard electronics, the system was returned to use in good working order. The codes were updated based on the investigation outcome.